Event description:
It was reported that pump displayed malfunction code malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and assisted with reset, advised customer to monitor for any recurring malfunction codes, and instructed customer to call back if issue recurred, which customer acknowledged and understood.